Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Catalog# igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". It is alleged that " on (B)(6) 2016, [pt]'s cardiologist, implanted the cook tulip filter through the [pt]'s femoral artery. On (B)(6) 2017, [pt]'s cardiologist decided to retrieve the cook tulp filter. On (B)(6) 2017, [pt]'s cardiologist attempted to retrieve the cook tulip filter through [pt]'s jugular artery. [Pt]'s cardiologist advanced the retrieval snare and successfully captured the cook tulip filter. The right lateral legs of the cook tulip filter would not collapse. [Pt]'s cardiologist made multiple attempts with multiple manipulations of the sheath and snare trying to retrieve the cook filter. Despite exhaustive attempts" by [pt]'s cardiologist, the cook tulip filter would not successfully collapse into the sheath." It is alleged that "[pt]'s cardiologist was very concerned "that more aggressive attempts would result in caval trauma and potential extravasation". [Pt]'s cardiologist could not make additional attempts to retrieve the filter and thus released the cook tulip filter and removed the sheath. Patient outcome: it is alleged that "[pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: investigation is reopened due to additional information provided. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported pain is directly related to the filter. Unknown if the reported disability, suffering, mental anguish, medical expenses, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot# is unknown, tulip filter are manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: f10) patient code: pulmonary embolism (1498) - listed in the IFU. Anxiety (2328) - not listed in the IFU. Device code: difficult to remove (1528) - not listed in the IFU. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: f10) patient code: pulmonary embolism (1498) - listed in the IFU. Anxiety (2328) - not listed in the IFU. Device code: difficult to remove (1528) - not listed in the IFU. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 30mar2018 as follows: pt allegedly received an implant on (B)(6) 2016 via the left femoral vein due to pulmonary embolism and gi hemorrhage. Pt is alleging device is unable to be retrieved. Pt. Further alleges anxiety and pulmonary emboli after implant. On (B)(6) 2017, an attempt (unsuccessful) at retrieval/removal/explant was made.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved, disability, pain, suffering, mental anguish, medical expenses'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported serious physical injuries, disability, pain, suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.